Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and non-sustained oversensing on the right ventricular lead were observed remotely. When patient presented to the hospital for an unrelated reason, the programming changes were made. The patient was stable throughout the intervention.